Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during routine check cs100 intra-aortic balloon pump (iabp) had electrical test fail code #50. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d10, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. As per complaint electrical test fail code #50 came, checked machine and found motor control pcb faulty. Need to replace same. After replacing motor control pcb further diagnosis can be possible. Fse has made three gfe attempts for the spare part po under amc, but there has been no response from the customer. Fse requested to close the call. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.